Event description:
The customer representative reported via e-mail that the insulin pump had condensation inside the screen. The customer also stated that recently during priming, he had to restart the process twice. The customer did not provide the blood glucose reading and declined to have the call transferred for troubleshooting assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.